Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticky and hard to press and insulin pump received motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the battery compartment had 2 large cracks. Customer also stated that the insulin pump had error code whenever they puts in new battery and they had to reset the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked battery tube threads.